Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/28/2015. The actual device was visually inspected upon receipt using a monocular and it was revealed that there was a crack on one of the internal lenses. This resulted in the reported blurry visual field. The device labeling stresses the importance of the fragility of the device and instructs the user to handle the product with extreme care to prevent damage to the device. A review of the device history record revealed no anomalies and the lot was deemed acceptable for release. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
It was discovered during clinical review and communication with the user facility that the case was not delayed. The device was changed out and the procedure was completed successfully. Additionally, the procedure did not require the conversion to open harvest.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that the lens of the endoscope was found blurry. It is unknown if the procedure was delayed, therefore terumo is conservatively reporting the event. No known impact or consequences to patient. Product was changed out. Procedure was completed successfully.